Manufacturer narrative:
The field complaint of the cables being melted were not verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter; however, the entire outer casing of the ac power adapter was missing. The ac power adapter's main pcb was burnt on both sides. Due to the damage, the ac power adapter could not be plugged into a working ac electrical wall outlet. After opening the transmitter, the main pcb board was found to be burnt as well. Due to all the burn damage, the unit could not be plugged into a working ac electrical outlet. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and the burn damage.

Event description:
It was reported that a patient reported melted cables noted on the transmitter. A replacement was requested and no additional information was provided. No adverse patient consequences were reported.